Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the dropped tubes was due to a sample manager robot z-axis drive failure. The cse replaced the defective robot. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Sample tubes were dropped by an advia labcell sample manager prior to sampling by an analyzer. The tubes content spilled within the loader and onto the side track, and the patients had to be re-drawn. The operator cleaned the spill wearing appropriate personal protective equipment and no injury or exposure was reported. There are no reports of patient intervention or adverse health consequences due to the dropped tubes.

Manufacturer narrative:
The initial MDR 2432235-2015-00214 was filed on april 24, 2015.additional information (04/05/15): in an investigation conducted by siemens healthcare, it was determined that when z-axis failures occur, the tube grippers are in a closed position. Therefore, the cause of the dropped tubes was not due to a z-axis failure. The cause of the dropped tubes is unknown.